Event description:
The hospital reported that there was excesive bleeding.

Manufacturer narrative:
Deroyal: the supplier of this device determined that the root cause was negligence of the qc during final inspection and packing. The qc has been replaced with a well-trained employee and strict instruction was issued to follow all guidelines. The customer has been sent a replacement.